Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the taxus express2 stent embolized from the delivery balloon and a dissection occurred. The index procedure indentified and treated two target lesions. The first target lesion was located in the mid right coronary artery. The lesion was treated with three taxus express stents. The second target lesion was a 95% stenosed lesion located in a saphenous vein graft (svg) to the 1st obtuse marginal (om) (it is noted that it is against the directions for use (dfu) to stent a saphenous vein graft), the lesion was 12mm in length and 2.5mm in diameter. The physician engaged a 6 french lcb guide catheter to the svg of the 1st om. The svg was severely tortuous. A choice pt guide wire was advanced across the mid body stenosis into the native first om. The physician attempted to direct stent the lesion with a taxus express2 2.50 x 20mm stent. While advancing the stent to the lesion, the stent could not be advanced through a "s curve" in the proximal portion of the svg. Attempts to retract the stent back into the guide catheter were unsuccessful. The stent appeared to be "stuck" in this tortuous segment. The guide catheter was advanced over the stent in the svg. Fluoroscopy confirmed that the stent was in the guide catheter and the entire apparatus was removed from the patient's body. Inspection of the stent catheter revealed that the stent had been stripped from the delivery balloon. A total fluororscopy revealed that the stent had embolized and was now lodged in the right internal iliac. There was normal flow beyond the embolized stent and the patient was asympyomatic, therefore, the procedure was continued. The same svg was engaged with a 7 french al1 guide catheter with side holes. A choice pt guide wire was advanced across the mid body stenosis to the native left circumflex (cxz0. The lesion in the svg of the 1st om was pre-dilated with a 2.50mm sprinter balloon at 12atms. A second taxus express2 2.50 x 20mm stent was deployed across the lesion at 12 atms. The final angiography revealed an excellent result with no evidence of dissecition or stent thrombosis. Next, an attempt was made to retrieve the embolized stent in the right internal iliac. A limited abdominal aortography revealed a non-flow limiting dissection involving the left common iliac, the left external iliac, and the left common femoral arteries. It was elected not to remove the embolized stent given the concerns that further manipulation in the left iliac system might lead to an occlusive dissection. The procedure was terminated. In the opinion of the physician, "the stent was ambolized into what appears to be very forgiving arterial bed. There is no evidence of flow compromise distal to the embolized stent in terms of the left common iliac, left external iliac and left crfa dissection." The patient was discharged two days following the index procedure on plavix and aspirin.